Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Surgical intervention took place on (B)(6) 2024 where the ipg was explanted and replaced and moved from the left to right buttock to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.